Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the cartridge compartment was damaged near the threads. The returned cartridge cap was able to attach to the pump and was used to complete testing. Deliveries were interrupted on (B)(6) 2014 from 06:40 to 09:05 due to an unexplained loss of prime warning. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl associated with a damaged casing.it was reported that the cartridge compartment was cracked. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reporter because the patient allegedly experienced hyperglycemia due to the cartridge compartment being cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.